Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter and translated in english with the verbatim: this product was used and found to have a crack in the connector joint, causing a leak;

Manufacturer narrative:
E1. Initial reporter address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: five mz1000 china samples were returned for investigation; they were all received without packaging and with signs of use. The customer reported that leakage occurred during use of a mz1000 from lot 22115620, due to the presence of a crack. As part of the investigation, the customer provided photographs of a maxzero; analysis of the photographs confirmed the customer's experience with a crack visible at the female luer adaptor (fla). The returned samples were subjected to pressure testing in order to replicate the customer's experience; during testing, two of the returned maxzero's were identified to leak (appendix 1). A closer inspection identified the presence of a crack at the fla of the leaking components (appendix 2 and 3). Functional testing of the remaining three samples did not replicate any leakage; furthermore no damage was observed during a visual inspection. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 22115620 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information it was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter and translated in english with the verbatim: this product was used and found to have a crack in the connector joint, causing a leak;